Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implantable pulse generator (ipg) replacement procedure for recommended replacement time (rrt), during ventricular pacing threshold testing, the pacing rate decreased from the programmed test rate while the threshold test was still being performed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.